Manufacturer narrative:
(B)(4).

Event description:
It was reported that low high voltage lead impedance alert was observed. Patient was asymptomatic. Externalized conductors on the lead were observed via diagnostic imaging. Defibrillation threshold test was performed but did not convert. Troubleshooting was not performed, as the impedance was low. Lead was capped and replaced on (B)(6) 2016.